Event description:
Info received indicates the hi/low function is working but the bed will not go into the trendelenburg position.

Manufacturer narrative:
The technician found the trend sensor was broken on the logic board. The technician replaced the logic board to repair the bed.